Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the customer was able to recover drawer error space test with customer. The field service engineer confirmed that no further issues was found. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was unable to recover error storage space. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in patient care. There were no adverse events or injuries reported based on this event.